Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was eroding and therefore was surgically revised. No additional adverse patient effects were reported. The device remains in service.